Event description:
It was reported that transient ischemic attack occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). During recovery the patient reported heaviness and experienced vomiting. The patient exhibited delayed response to questioning and hemiplegia. Patient vomiting persisted overnight. A computed tomographic (CT) scan and CT angiogram showed no vessel occlusion and results were normal. The results of an electrocardiogram (EKG) were also normal. One day post procedure the patient experienced weakness in both arms. The patient will undergo magnetic resonance imaging and remains under physician monitoring.

Manufacturer narrative:
B5 event description updated.

Event description:
Champion-af study it was reported that transient ischemic attack occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). During recovery the patient reported heaviness and experienced vomiting. The patient exhibited delayed response to questioning and hemiplegia. Patient vomiting persisted overnight. A computed tomographic (CT) scan and CT angiogram showed no vessel occlusion and results were normal. The results of an electrocardiogram (EKG) were also normal. One day post procedure the patient experienced weakness in both arms. The patient will undergo magnetic resonance imaging and remains under physician monitoring. It was further reported the patient experienced a cerebral vascular accident secondary to an embolism to the bilateral anterior cerebral artery distribution abulia, not a transient ischemic attack as previously reported. A magnetic resonance imaging (MRI) scan showed multiple small acute infarction in both frontal lobes of the brain including involvement of portions of both precentral gyri. Magnetic resonance angiography (mra) of the head and computed tomography (CT) of the abdomen and pelvis were both normal. A head CT showed small remote infarcts in the high right posterior frontal lobe. At the time of the event, the patient was on aspirin (81mg) and warfarin/ vka (5mg). The patient was started on paxil (20mg) for neuro activation. The patient was stable and their condition improving. It was further reported the patient fully recovered and was discharged 43 days post index procedure.

Event description:
Champion-af study. It was reported that transient ischemic attack occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). During recovery the patient reported heaviness and experienced vomiting. The patient exhibited delayed response to questioning and hemiplegia. Patient vomiting persisted overnight. A computed tomographic (CT) scan and CT angiogram showed no vessel occlusion and results were normal. The results of an electrocardiogram (EKG) were also normal. One day post procedure the patient experienced weakness in both arms. The patient will undergo magnetic resonance imaging and remains under physician monitoring. It was further reported the patient experienced a cerebral vascular accident secondary to an embolism to the bilateral anterior cerebral artery distribution abulia, not a transient ischemic attack as previously reported. A magnetic resonance imaging (MRI) scan showed multiple small acute infarction in both frontal lobes of the brain including involvement of portions of both precentral gyri. Magnetic resonance angiography (mra) of the head and computed tomography (CT) of the abdomen and pelvis were both normal. A head CT showed small remote infarcts in the high right posterior frontal lobe. At the time of the event, the patient was on aspirin (81mg) and warfarin/ vka (5mg). The patient was started on paxil (20mg) for neuro activation. The patient was stable and their condition improving.